Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The current blood glucose was 234 mg/dl. Customer stated that, he was released when his blood glucose was down and was told to treat the blood glucose with his insulin pump after changing his infusion supplies. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.